Manufacturer narrative:
A replacement power adapter was sent to the customer. Should additional information or the original product be received, resulting in new, changed, or corrected information, a follow up report will be filed at that time. The product involved in the complaint was not returned for evaluation/investigation at this time. Therefore, no conclusion can be made as tot he cause of the event. Attempts to retrieve the product and to get additional complaint information on going. The cause of the breach in the rev n transformer has not been determined at this time. The issue is currently being investigated under (B)(4).

Event description:
Customer called in to report that her transformer housing has cracked ans she can see inside. She didn't see any sparking or anything else.